Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise. A review of the electrograms for the shock episode found significant rail-to-rail noise alternating with small amplitude signals. The shock impedance was 101 ohms, which is high but within normal limits. The smartpass feature had programmed itself off due to low intrinsic amplitudes. The sensing vector was set to the primary vector. The doctor ordered an x-ray. Technical services reviewed the data and advised trying the secondary sensing vector. The sensing vector has now been successfully reprogrammed to the secondary vector. There were no additional adverse patient effects. The system remains implanted.